Event description:
The following information was provided: in providing information for (revision of patient's right knee on (B)(6) 2026, rep provided information indicating that the patient's right knee was revised on (B)(6) 2025. Reason for revision is unknown. A 4x9 cs insert was revised to a 4x10 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.